Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within expected limits. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.